Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 25-oct-2017 a field service engineer (fse) followed-up over-the-phone with the customer and confirmed that the error was resolved by shutting down and re-starting the aia-2000 instrument. The instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number(B)(4) from (B)(6) 2016 through (B)(6 )2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 4461 b/f probe 3 home detection failure cause: the home sensor failed to activate after b/f probe 3 moved toward the home position. The measuring operation is suspended. Solution: contact tosoh service center or local representatives. The reported issue by the customer could not be determined.

Event description:
On (B)(4) 2017 a customer reported getting "4461 b/f probe home detection failure" error messages with the aia-2000 instrument. The customer reported that the error occurred since the night before. The customer was unable to run quality controls or patient samples on intact parathyroid hormone (ipth). On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: g. 3. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.